Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel on a bd ultra-fine¿ insulin syringe was cracked before use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the barrel was cracked. The returned syringe was examined and exhibited a broken flange. A review of the device history record was completed for batch# 6319798. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. On 12dec2017, (B)(4) received one (1) loose 0.3ml, 12.7mm syringe from reported batch# 6319798. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, it was noted that the sample was received with one side of the barrel flange missing, apparently broken off. Probable root cause is likely a jaw jam on the form fill and seal. When a jaw jam occurs, any portion of a syringe that is caught in the jam, and in turn, can be damaged or broken off. No additional actions deemed necessary at this time. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a probable root cause was noted to be the barrel likely being broken in the prep dial prior to assembly.